Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported a perforation occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A 24mm watchman ® laa closure device & delivery system was used with a watchman® access system. The was became kinked and they were unable to advance the wds through the was. A 2nd 24mm wds and was were selected and successfully implanted. However the patient experienced profuse bleeding at the groin access site after the sl-1 transeptal sheath was removed and a skin cut was made with extension using a scalpel to accommodate a bigger was. This lead to a perforation of the right common femoral artery (cfa). Vascular surgery was performed through right groin exploration and repair of the perforated right cfa. A drain was also placed and 1 unit of packed right blood cells (prbc) and one unit of cell saver transfusion was performed. Manual compression, sandbagging and a bandage were also completed. The patient was transferred to the cardiac care unit (ccu) for monitoring while they remain intubated, sedated and chemically paralyzed.